Event description:
It was reported that while using the neptune 2 rover ultra during a procedure, fluid started to backflow down one of the suction tubes that was connected to the "bean bag". The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that while using the neptune 2 rover ultra during a procedure, fluid started to backflow down one of the suction tubes that was connected to the "bean bag". The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported backflow was not able to be confirmed by a manufacturer repair technician through functional evaluation. Based on the IFU, the neptune rover should not be connected to a bean bag; therefore, the root cause was determined to be user error. The device was serviced for preventive maintenance by a manufacturer field service representative at the user facility.